Manufacturer narrative:
Additional fields: e1((B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) ECG direct input failure. A getinge field service engineer evaluated report of ECG input failure (waveform and heart rate were not displayed when using direct input. The problem was not resolved even after replacing the cable and electrodes.)returned to the office for verification, but no recurrence. The ECG cable connection on the front-end board was cleaned, and the ECG waveform was confirmed to be input normally, and returned.patient involved. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunction of direct ECG input . When using with a patient, no waveform or numerical value was displayed when direct ECG input was used. The condition was not improved even after changing the ECG cable and electrodes, so treatment was continued with external input. After that, input was confirmed when the trigger was switched back to direct input.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunction of direct ECG input. When using with a patient, no waveform or numerical value was displayed when direct ECG input was used. The condition was not improved even after changing the ECG cable and electrodes, so treatment was continued with external input. After that, input was confirmed when the trigger was switched back to direct input. There was no patient harm reported.